Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0v1yz, implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received from a consumer reported that the implantable neurostimulator (ins) would be removed on (B)(6) because the patient was a high fall risk. The patient had had 3 falls and her lead was broken due to a fall. The healthcare professional (hcp) had decided it was not the best thing for the patient, and the patient would get confused so they were going to take it out. The patient started having falls in (B)(6) 2015. It was noted that after implant, it was probably about 2 months when the patient fell and starting complaining about soaking her sheets and floor. One day the patient had a bowel movement and had slept in it and was all over her. This occurred the first part of (B)(6) 2016. There was no symptom relief.

Manufacturer narrative:
(B)(4).

Event description:
The friend or family member of a patient implanted for fecal incontinence and gastrointestinal/pelvic floor reported that in october 2015, the patient had a couple of falls and had a sudden change in therapy/return of symptoms, including leakage and waking up soaked. She previously had issues with these symptoms, and now they were worse. The patient had a loss of stimulation and was not feeling stimulation. They tried increasing stimulation, which had not helped the symptoms or caused her to feel stimulation. She had also adjusted her coffee intake but hadn't followed up with her healthcare provider yet. The implantable neurostimulator was checked and was on and set on program 2 at 2.5 volts. Stimulation was increased to 4.0 volts, which was the maximum amplitude for that program, but she did not feel stimulation. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported by the healthcare provider (hcp) that the patient (pt) had about three episodes of runny stools per week and is primarily when their stools are looser. The hcp noted they cannot clearly relate the falls to the recurrent symptoms and that the device was not bothering the pt. The hcp noted they would check x-rays of pelvis to assess lead position. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer stating the patient¿s neurostimulator was taken out and they thought there was problems with it a long time ago. The caller did not know the date for removal or the healthcare provider information. No further complications were reported.